Event description:
It was reported to philips that the system could not start up. The device was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system was not booting up. Upon troubleshooting, the fse identified that the voltage of the host pc motherboard battery is only 1.3v, which indicates that the battery was defective and needed to be replaced. To resolve the issue, the fse replaced the host pc motherboard battery. After replacement of battery, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.